Manufacturer narrative:
Pending product return and analysis. This section will be updated upon completion of the lab analysis.

Event description:
Boston scientific crm received information that this device was being explanted for normal battery depletion. During the procedure, the lead was stuck in the header. The lead was successfully removed and remains implanted. No adverse patient effects were noted.